Event description:
It was reported that the patient died. One week prior to implant the patient had bypass surgery during which a temporary pacing wire was placed. The patient received a dual chamber implantable pulse generator (ipg) due to a diagnosis of atrial fibrillation with a slow ventricular response. At implant once the leads and device were implanted, the temporary wire was removed. The patient experienced chest pains after the temporary wire was removed. The device system was rechecked "and everything was intact." The right ventricular (rv) "capture threshold was fine. Everything was the same post implant and the [rv] lead was electrically stable." The right atrial (ra) lead was not checked because the patient was in atrial fibrillation. Two to three hours post implant the patient had "complications" and was "rushed to the cath lab" for a pericardiocentesis to drain "fluid" from the pericardial sac.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was checked again and everything was "normal." The patient was taken to the operating room for emergency surgery to determine the origin of the bleeding. It was not determined where the bleeding originated nor why the patient was bleeding. There was "no sign" of perforation of either the ra or rv lead. The device was checked post-surgery; the ra lead had dislodged, the rv lead remained intact and electrically stable. The patient died eleven days post the device system implant, the cause of death was respiratory arrest.